Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation for phenomenon one, it is likely that the scope connector was corroded due to water invasion while the user was handling the deice which led to temporary displayed error message. Based on the results of the investigation for phenomenon two, it is likely that the control section and universal cord were corroded due to water invasion from leakage point. The foreign material (dirt) was found to be corrosion. The event can be prevented by following the instructions for use: "inspection of the endoscopic image" olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned and evaluated, and the customer¿s allegation of an e315 error was not confirmed; additionally, the customer's allegation of the channel tube leaking was confirmed; due to a pinhole in the channel tube, water tightness was lost. The control section was also corroded, the light guide tube was deteriorated, the electrical connector was deteriorated; the control unit and universal cord were dirty as well. The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility. Full establishment name due to character limitations: (B)(6) hospital.

Event description:
The customer reported to olympus that while using the evis lucera elite bronchovideoscope, there was an error code (e315) and the channel tube was leaking. The issue was found during re-processing. The diagnostic procedure (tracheoscopy) was completed with a similar device. There was no procedural delay, and the patient was not under sedation at the time. There was no harm or injury associated with the event.